Event description:
Pulmonetic systems, inc. Received the following report from a representative: event location: patient's home. Nurse called to report that they powered on the vent and the vent did not deliver any flow. The patient was placed on back up ventilator and on call therapist switched out primary ventilator. No patient harm. Unit was on ac power at the time of event. Unit primary power source is ac power. Accessories used: humidifier.